Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, patient and procedure factors [leaflets of the savr being pushed into the effaced sinus] appear to have caused or contributed to the initial coronary occlusion. The cause of death was not provided. However, it is believed thrombus that developed in the sinus of valsalva after heparin was discontinued occluded the coronaries. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure the left main coronary artery was occluded. The event was treated with balloon angioplasty. Per report, ¿the chest was opened and sutures were placed in the apex. A 23 mm valve was prepared. The apex was accessed in the standard manner and the ascendra sheath was placed; a bav was not performed. The valve was inserted into the lv and placed across the annulus. With the valve across the annulus the patient became hypotensive and it was decided to place the valve quickly. The valve was positioned perfectly inside the 21 mm perimount surgical valve and quick assessment by tee showed trace paravalvular leak. Also on tee the mr became severe and an aortogram showed an occluded left main from the leaflets of the savr being pushed into the effaced sinus. Iabp was placed and the sheath was removed from the apex while the patient¿s systolic blood pressure remained low. On tee the anterior and lateral walls were hypokinetic making the patient hypotensive, in the 60's. The patient was started on pressors. The patient went into ventricular fibrillation and resolved with 1 shock. The lm was wired and a balloon was inflated to create a channel. Multiple balloon inflations were done and it was decided that placing a stent was not required. The coronary flow was restored and the pt remained stable with decreasing pressors. The apex was stable and the chest closed. The iabp will remain for 24 hours and be weaned. The patient was transferred to the unit.¿ per additional information received, this patient deteriorated two days post tavr. The patient became hemodynamically unstable, with low ejection fraction and required increasing amounts of pressors. The physician spoke with the family and they decided to not move forward with dialysis and requested comfort measures. The care team decided that it wasn't in the patient¿s best interest to be brought back to the cath lab to relook at the left main. The patient expired three days post tavr. During post mortem it was discovered that the valve was laden with a blanket of thrombus, they believed that once the heparin was discontinued a clot formed in the sinus where there was low flow and propagated up to the valve and coronaries.